Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vague events with breaks and leaking during infusion at the "2 little cords going into the angio cap". There was no patient harm.